Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having problem charging the stimulator and doesn't want to charge. Patient(pt) said yesterday, the recharger was getting really hot and the controller started acting up. Pt stated the screen said, "there is a problem, call medtronic". Pt mentioned they tried to reset the controller and the implant started charging but the issue would still persist. The issue was not resolved. Agent sent a repair request to replace the recharger. Pt will monitor the issue and will call back if the issue persists after replacing the recharger.